Manufacturer narrative:
Batch review performed on 26 june 2017. Lot 1550532: (B)(4) items manufactured and released on 14 october 2015. No anomalies found related to the problem. To date, another similar event has been reported on items of the same lot. On 28 june 2017 the (B)(4) performed a visual inspection of the retrieved item and commented as follows: screwdriver tip breakage associated to torsion stress. The screwdriver is designed and tested to withstand up to 9nm torsion. In case of large diameter screws (ø8mm or larger) and/or hard bone, a higher torque can be experienced. In such cases it is recommended to use the bone tap to prepare the bone site. According to the event description, bone tap was used. Therefore the event is due to the physical limit of the instrument. A second driver is included in the set. Another "simple" screwdriver is also included. Therefore the procedure can be safely completed. The torsion strength of the screwdriver is driver by the geometry/dimension (torex t20) and by the material (stainless steel 420b) which are standard for such applications. A project is ongoing to re-design the screwdriver itself in order to allow partial transfer of the torque through the head of the screw rather than through the torx recess, thus improving the limit driving torque.

Event description:
The event occurred during a revision surgery (l5-s1) on a patient with normal bone quality. The surgeon prepared the l5 screw with the tap of 8mm and when the fenestrated screw of 8mm x 45 was inserted, the tip of the screwdriver broke off when the screw was almost in place. The screwdriver broke off in 3 fragments. The fragments stuck inside the screw interface. The surgeon removed these fragments with a sharp instrument. About 2 minutes of delay to remove the broken pieces from the screw head. There was no patient harm. The screw was not removed as it was almost in place when it happened and it was not damaged.